Event description:
The patient experienced no stimulation sensation. The patient was seen in clinic. After a reprogramming session and x-rays, it was determined that the lead needed to be repositioned. The revision surgery went well. The lead and extensions were replaced. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Possible migration or malposition.